Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 126 mg/dl. The customer stated that he was sleeping and woke up to ramping numbers on the insulin pump. The customer removed the battery, then received the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.